Event description:
It was reported during a laparoscopic cholecystectomy while using a 512xd trocar when completing the case the surgeon noticed a piece of the trocar tip in the pt's belly. It was the trocar used at the camera sight. The surgeon removed the piece from the pt's belly and closed the trocar site. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and tech are listed below. Visual inspections & results: desufflation lever condition, inner gasket condition, outer gasket condition, conforming; sleeve condition, nonconforming; stopcock condition, conforming; and trocar condition. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, the incident reported by the surgeon was confirmed. The sleeve was received separated from the housing in a separate sealed pouch, broken above the weld seam. The sleeve was also broken at the distal tip and missing approx 1%. No conclusion could be reached as to how this damage may have occurred. The sleeve and housing components have been incorporated into a one piece design to minimize the potential for breakage.